Event description:
Pump reported to be set up at a rate of 150ml/hr with an unknown amount of maintenance solution. Clinician reported that the drip rate at times appeared to be close to 300mls/hr and was not consistent. The clinician then removed the intravenous setup from the pump and infused via gravity. No patient injury resulted as per clinician.